Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on 15dec2023, it was stated that the device was repaired by a third-party service, but no specific repair information was provided. The device diagnostic report was not available and no further information was provided. It was confirmed that the device was returned to normal. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarms for an automatic zero pressure sensor failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer stated that while preparing the device for use, the auto zero machine pressure failure alarm occurred. The customer stated that the equipment department was contacted for maintenance of the device. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).